Event description:
During a routine user testing performed by the staff, the device service indicator illuminated and a cannot charge message was displayed. The test continued without any intervention and passed. The report did not involve a patient use.